Event description:
The customer reported that the front panel was not functioning, and the lamp and air functions were also not working during inspection for use involving an olympus video system center. No patient injury was reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.